Manufacturer narrative:
(B)(4). Additional information: the solution that leaked was ringer's lactate solution, and the user was not planning on using the set for chemotherapy. Evaluation summary: the device was returned for evaluation out of its pouch and primed. Visual inspection found no obvious defects. A functional test was then performed by spiking the set into an in-house 1000 ml solution bag, repriming the set, and observing for issues. This identified leakage from the solvent bonded junction of the tubing and drip chamber outlet port. Microscopic inspection was then performed and found that the leak was from a channel between the outer tubing surface and drip chamber outlet port. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The customer reported the lot number as 8541200224, however that is not a valid lot number. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the tubing. The reporter stated that there was a pin hole in the tubing that solution squirted out of when under pressure. The reporter stated that a power injector or pressure device were not used. This occurred during priming and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.